Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous transluminal angioplasty(pta), lost image occurred. The target lesion was located in the 99% stenosed, moderately calcified and mildly tortuous popliteal artery. After the non bsc guidewire crossed the lesion, the opticross¿ imaging catheter was inserted in the patient however, the device came in contact with the proximal side of the lesion and image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the sheath lap joint of the catheter.